Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, transient ischemic attack and stenosis are known potential adverse events as listed in the electronic instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was hospitalized for numbness of the right arm and leg, dysphagia, and generalized weakness 15 days after the xact stent implantation in the left internal carotid artery. The event was diagnosed as a transient ischemic attack. The patient was also noted to have orthostatic hypotension that was treated with medication for 1 day. A carotid duplex scan suggested stenosis in the left carotid stent. The physician felt the restenosis was not significant and required no treatment. No other treatment was provided. No additional information was provided.